Manufacturer narrative:
(B)(4).

Event description:
At a refill, infusion rate anomaly of 26.6% was confirmed. The doctor judged this issue was not due to device malfunction, but rather procedural mistakes or measurement error, and decided to observe the pt until the next refill scheduled for (B)(6) 2011. Status was noted as "no health hazard". Drug infused via the device was gabalon (baclofen).